Event description:
It was reported that pump screen was dark and would not turn on, although pump continued to beep, vibrate, and flash red light at regular intervals. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions on placing pump into storage mode and on setting up and connecting replacement pump, and was advised to return problematic pump using prepaid label within specified time frame while technical support arranged shipment of in-warranty replacement pump.